Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The 510 k number and pro code for the crosser cto recanalization catheter products are identified. Accordingly, this event has been determined to be MDR reportable. No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a procedure, the recanalization catheter allegedly became stuck in the lesion. Reportedly, the catheter was removed with force from the patient which resulted in bleeding from the peroneal artery. It was further reported that a stent graft was used to cover the peroneal artery. There was no patient injury reported.

Manufacturer narrative:
The catalog number identified in section has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The 510k number and pro code for the crosser cto recanalization catheter products are identified. Accordingly, this event has been determined to be MDR reportable. A complete manufacturing review could not be conducted for the investigation as the lot number is unknown. One crosser catheter with an 014" guidewire in the device was returned for evaluation. The returned guidewire could not be removed from the system and was wound around the core wire of the device. The outer catheter and inner guidewire lumen were noted to be separated from the distal tip of the device. The outer catheter was noted to be bunched throughout the length of the device. Therefore, based on the returned sample condition the investigation is confirmed for material separation. The investigation is inconclusive for the alleged retraction, advancement, and perforation issues. Per the evaluation results, the outer catheter and inner guidewire lumen were identified to be separated from the distal tip of the device. This configuration could have contributed to the alleged advancement and retraction issues. However, the definitive root cause is unknown. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The return of the device is pending. The investigation is currently under way. (B)(4).

Event description:
It was reported that during a procedure, the recanalization catheter allegedly became stuck in the lesion. Reportedly, the catheter was removed with force from the patient which resulted in bleeding from the peroneal artery. It was further reported that a stent graft was used to cover the peroneal artery. There was no patient injury reported.